Manufacturer narrative:
It has been communicated by the distributor the device will be returned to (B)(4). Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint received from distributor, (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure, the offset reamer handle locking mechanism broke off. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation. Visual inspection of the returned device confirmed one of the components which builds the assembly had a portion of the j-channel removed from the device. The deformation observed indicates the malfunction was the result of improper handling with excessive force applied to the device. In addition, the assembly was returned mixed as it was interchange with components from different lots. A manufacturing review was performed and there were no discrepancies found. No further investigation is required. (B)(4).